Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the unit failed a test step during the active exhalation control module verification. The manufacturer's service technician replaced the device's active exhalation control module to resolve the issue. Periodic maintenance 1 was performed. The pollen filter was replaced to prevent failure. Repair testing, alarm check, battery check, run in testing, cleaning were performed. The unit operated properly. The software version was checked. The device passed final testing. No further investigation is required.